Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found during inspection for use and the intended procedure was therapeutic.

Event description:
The customer reported to olympus, the bronchofibervideoscope had no image. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found discoloration of bending section cover, bending angle in up direction of the angle wire did not meet standard value due to wear, forceps could not be inserted smoothly due to a dent on channel tube, channel cleaning brush could not be inserted smoothly due to dent on channel tube, image guide bundle had significant breakages, image guide bundle had a stain, adhesive on bending section cover was detached, adhesive on bending section cover had a chip, light guide bundle had breakage, balloon channel cleaning brush could not be inserted smoothly due to dent on balloon water tube, image guide protector had a cut, distal end had a scratch, the connecting tube had a dent, and switch 2 had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.